Event description:
The patient had a left femoral triple lumen central venous catheter in place. When turning the patient, the nurse noticed that the hub of the blue lumen of the central line popped off. The end of the lumen was secured / clamped, appropriate staff were notified, the central line was removed, and orders to place a PICC were received and carried out.